Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx pro laa closure device was implanted on (B)(6) 2025. The patient was discharged. At a routine four (4) month follow-up, it was noted via computed tomography (CT) imaging that the closure device had embolized out of the laa and into the aortic arch. The patient did not have any prior symptoms. The patient is scheduled to have the closure device retrieved at a later date and will be re-implanted with a new closure device. There were no further patient complications or consequences reported. It was further reported that the patient had the closure device percutaneously retrieved using a non-bsc grasping device on (B)(6) 2025 with no complications. A new 20mm closure device was implanted to treat the laa.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received h6: impact code updated d6b: explant date added media evaluated by bsc medical safety: media from the clinical procedure was provided and reviewed by a member of the bsc global medical safety organization. The media review report concluded: chicken wing anatomy. Deployed device measured at about 20% compression. Proximal position in higher angle transesophageal echocardiography (tee) view with about 1/2 shoulder which likely was the cause of the device embolization. Leak assessment and tug test could not be evaluated with the available media. Follow up computed tomography (CT) showed device in aortic arch in a sideways position, without significant flow obstruction of thrombus formation. Retrieval maneuvers showed advancement of large bore sheath and grasping forceps through abdominal aorta with successful retrieval of device.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx pro laa closure device was implanted on (B)(6) 2025. The patient was discharged. At a routine four (4) month follow-up, it was noted via computed tomography (CT) imaging that the closure device had embolized out of the laa and into the aortic arch. The patient did not have any prior symptoms. The patient is scheduled to have the closure device retrieved at a later date and will be re-implanted with a new closure device. There were no further patient complications or consequences reported.